Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(6).npi 8100 tubing guide arm customer wanted to know why did the tubing guiding arm come off. The customer said that the eclip had came off. The customer wanted to know do we sell this part separately. I inform the customer that he would need to send that unit in for evolution on why the tubing guiding arm came off. The customer stated that he put it back together. The custome stated that he wanted to buy the part just in case that the part came off again.